Event description:
Removal of broken catheter took quite a bit of effort and manipulation resulting in cellulitis at the insertion site. Antibiotics given to treat cellulitis.

Manufacturer narrative:
A mailing container and prepaid label have been sent to the customer to return the sample for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).